Event description:
The manufacturer's international service technician reported the occurrence of multiple reference failures during preventive maintenance testing including a vent inop machine and proximal pressure sensor failure. There was no patient involvement.